Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-103469.

Event description:
A healthcare professional reported the light fiber was not recognized and the cutter did not work. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported ¿probe cutter issue¿ was confirmed. The company representative did not indicate replicating a radio frequency identification (rfid) issue. The vitrectomy valve assembly was replaced, as it had indeed exceeded its rated life-span. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported probe cutter issue can be attributed to a nonconforming cable vitrectomy valve assembly. The manufacturer internal reference number is: (B)(4).